Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited crosstalk oversensing of atrial activity on the ventricular channel resulting in right ventricular (rv) and left ventricular (lv) pacing inhibition and asystole greater than 2 seconds in duration. The device was reprogrammed to resolve the issue. The patient was not symptomatic and the device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.